Event description:
At 12:50 pm drip of 125mg cardizem in 100ml saline set on infusion pump. Pump set at 10ml/hr and volume to be infused at 59ml. Rn set volume to be infused at less than available 100 mls in order to alert unit rn in time to obtain next mixed drip from pharmacy. These settings were verified by a second rn. Prior to transfer to the inpatient unit, the rate drip was increased to 15ml/hr at 3:00 pm. Thirty mins later, the nurse noticed that the IV was nearly totally infused. Nurse calculated that the 125 mg had infused in 2 1/2 hrs. Infusion was stopped, pump, IV sets, and med bags were quarantined.